Manufacturer narrative:
12/31/1997-supplement #1 sent to FDA. Device not available for evaluation.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.